Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unknown pump issue. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was not performed no harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device. No product return is required for mmt-1715k.

Manufacturer narrative:
Pump was received with a partially broken retainer ring. Unable to do the displace accuracy test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to a partially broken retainer ring. Unit passed active current measurement, sleep current measurement test and self-test. Successfully downloaded history files and traces using thus. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Unable to lock a p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails and pillowing keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. No current code/category was not confirmed. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.